Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they were only able to sync the controller and communicator with the implant for a few seconds then the connection was lost and she saw error 1707. She tried repositioning the communicator on the implant from different angles, charging in different positions and turning the volume off on the (B)(6) controller.